Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensir wire was detached from the sensor pod and seal carrier. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that this insertion did not occur as normal compared to prior insertions. Patient's mother stated that the patient complained of pain and cried during this insertion. The sensor did not start-up after the two (2) hour warm-up period. When sensor was removed the next day, patient's mother did not visualize the sensor wire at the skin side of the sensor pod. Patient's mother reported seeing an outline of the sensor wire under the patient's skin. Patient's mother contacted patient's primary care physician who advised taking patient to the emergency room. (ER) patient's mother took patient to the ER. An x-ray taken on (B)(6) 2016 confirmed the retained sensor wire and sensor wire was removed on the same day. Patient was treated with antibiotics. The name of the antibiotics is unknown. At the time of call patient is well. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.